Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that a 3m patient return electrode was used with a covidien generator. There were iodine povidene residuals in the corner of the pad and the 3m pad was not rem compatible. The patient received a 2nd degree burn. There was tissue loss due to the burn and a one hour delay due to the incident.